Event description:
It was reported that this newly implanted left ventricular (lv) lead exhibited and alert due to impedance measurements of greater than 2000 ohms. Technical services (ts) discussed that the normal impedance range for this lead was up to 3000 ohms. They also discussed programming and troubleshooting options. No adverse patient effects were reported. The lead remains in service.